Event description:
It was reported that the numbers on the insulin pump were ramping up. Customer removed the batteries and received a failed battery test alarm and a battery out limit. Customer stated that the buttons on the insulin pump were unresponsive and they were unable to clear the alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No failed battery test alarm noted after battery inserted into battery tube, the insulin pump was monitored and no battery out limit alarms noted. The insulin pump had cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked case near the display window corners noted during our visual inspection.